Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's collimator was closed. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. No service action was performed by the philips, since the service quotation was not accepted by the customer. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's collimator closed unexpectedly, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.